Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient had passed away. Prior to passing, the patient was instructed to take extra potassium and go to his local emergency department if he experienced any symptoms. Per company representative, the patient's doctor believes the patient possibly passed away from a hypokalemia related arrhythmia. In turn, the patient's death was noted to be unrelated to the product or implant procedure.